Event description:
It was reported that during a stenting procedure, thrombus occurred. The 70% stenosed target lesion was located in the eccentric, right subclavian artery. A sterling monorail balloon catheter was advanced to the lesion and predilation was completed successfully. The express biliary ld premounted stent system was then advanced to the lesion and the stent was deployed without issue. However, after deployment, the pt complained of chest pain and pain and cramping in the neck. At an unspecified time during the procedure, it was also noted that the non bsc 6 french sheath "kept twisting and kicking out near the ostium of the lesion". A dissection was suspected. The physician planned to repair the dissection by placing another stent, but was not able to cross with a wire. The access site in the left femoral artery was closed and the pt was transferred to another facility via ems where thrombus was discovered in the proximal common carotid artery on the right; however, no dissection was noted. The pt was continued on heparin and coumadin and his condition quickly stabilized. The pt was discharged 3 days later. There were no additional pt complications reported and the pt's condition was reported as "ok."

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.